Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, the patient came to the hospital for treatment due to trauma. When the doctor performed surgical suturing on the patient, the suture broke and the doctor immediately replaced it with a new one. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - did the reported issue contribute to any patient adverse consequences? - could you kindly provide the product code lot number, please? --received information as following from sales rep via phone today. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.